Manufacturer narrative:
According to the facility, the temp foley kit was inserted in patient on (B)(6) am. The patient went to the or for "egd and colonoscopy" and upon arrival back to the ICU, the urine was leaking around the catheter and removed and "it easily slid out of the urethra. Balloon noted to be deflated." The rn attempted to fill the balloon to test and "found a hole" in the balloon. New temp foley kit was inserted with "no issues." No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, the temp foley kit was inserted in patient on (B)(6) am. The patient went to the or for "egd and colonoscopy" and upon arrival back to the ICU, the urine was leaking around the catheter and removed and "it easily slid out of the urethra. Balloon noted to be deflated."

Manufacturer narrative:
Updated h3: device evaluated by manufacturer. Updated h6: investigation findings (c). Updated h6: investigation conclusions (d).